Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 15feb2024 through 22feb2024. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. In reference to pi, the IFU explains that pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Sections 1 and 4 of the IFU also state that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 4 further explains that ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed.¿ section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. This section (under "ongoing patient assessment and care"), also includes a list of heartmate 3 patient assessments, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had ventricular tachycardia (vt) with symptoms of shock and syncope. As treatment, they were hydrated. The arrhythmia was not sustained. The arrhythmia was not thought to be device or therapy related. The arrhythmia resolved. Their ICD is not an abbott device. Suction events were not confirmed or ruled out. They were discharged and have a vt ablation planned.

Event description:
It was reported that the patient had implantable cardioverter-defibrillator (ICD) shocks and clinicians wanted to see if there were suction waveforms. Log files can not be used to identify suction episodes. Log files only revealed routine low power events. The patient had an ICD implanted after they had their ventricular assist device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.